Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the inspection, this phenomenon was newly observed. Additional inquiry to the customer was performed but information about the cause of the adhesion of foreign material, and foreign material itself was not obtained from additional information. The cause of clogging was unknown. Based on the obtained information, the cause of remaining of foreign material could not be identified. Based on the repair inspection results, the clogging of nozzle which was thought that caused the occurrence of phenomenon of foreign material could be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a foreign material from the tip section.. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous report. Upon review of complaint record, it was noted field b5 had an extra punctuations in the event problem narrative.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a foreign material from the tip section. There was no patient involvement.